Event description:
It was reported that it was not possible to advance the pacemaker guidewire through the connection of the contamination shield (cath-gard) into the sheath. Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.

Manufacturer narrative:
(B)(4).